Event description:
U/f ref # (B)(4).

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in an unk stage of treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.